Event description:
The patient underwent pipeline embolization treatment on (B)(6) 2014. During the procedure, it was reported the pipeline's (4mm x 25mm) distal end could not be opened and it was removed from the patient. Another pipeline was implanted inside the patient to complete the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).